Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A helix mechanism test was found to be unsuccessful due to the helix housing being clogged with dried blood/body fluid and tissue. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Susceptibility of helix fixation tips (both active and passive) to snagging tissue is a known risk.

Event description:
It was reported that during an implant procedure, this lead was an attempted implant. While attempting to implant this lead in the coronary sinus, loss of capture (loc) was observed. After attempting several times, the helix could no longer be retracted and protruded. It was suspected that the helix got caught in the myocardium. A non boston scientific lead was successfully implanted. No additional adverse patient effects were reported. This leas has been received for analysis.

Event description:
It was reported that during an implant procedure, this lead was an attempted implant. While attempting to implant this lead in the coronary sinus, loss of capture (loc) was observed. After attempting several times, the helix could no longer be retracted and protruded. It was suspected that the helix got caught in the myocardium. A non boston scientific lead was sucessfully implanted. No additional adverse patient effects were reported. It is not expected to receive this product for analysis.